Event description:
Clinic notes dated (B)(6) 2013 indicate the patient was referred for evaluation for a vns battery change. Over the last three to four months, the patient has experienced an increase in intensity and frequency of her seizures, requiring vns adjustments and an increase in her medications. Per the patient's mother, the physician reported that the vns battery is nearing end-of-life. The patient had one to two seizures in the past week. The physician notes that he will have the vns replaced as requested; however, surgery is not recommended. The device was replaced on (B)(6) 2013. Per a review of the patient's programming history, it was noted that the patient came into the office on (B)(6) 2012 with the device disabled. It is unknown why the device was disabled.

Event description:
It was reported that the explanted generator was discarded; therefore, no analysis can be performed. The physician's office reported that the patient did have an increase in seizures during the summer of 2013, but the pre-vns baseline was unknown. It was reported that the patient's seizures were not greatly changed by vns therapy, but vns did help prevent seizures when the magnet was utilized which reduced the number of hospital visits. It was reported that the patient underwent generator replacement due to low battery, but that no diagnostics were available that indicated the battery status at that time.